Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. The event history was not available. The customer reported product problem (error code 46510) was confirmed during functional testing. The pump displayed error code 46510 upon on power up. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The microprocessor unit board was replaced.

Event description:
It was reported that the cadd solis vip pump exhibited error code 46510. No patient injury or complications were reported in relation to this event.